Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with post-meal hyperglycemia followed by hypoglycemia while using the ilet, including a temporary disconnection later resolved, and required coaching on consistent meal announcements and avoiding overcorrection. Symptoms included low glucose to 52 mg/dl and high glucose outside the target range. Outcomes included self-treatment with oral glucose and resolution to a normoglycemic value after reconnection, without hospitalization or medical intervention. Investigation included troubleshooting and user education conducted by support personnel. Investigation of this case revealed cause of hypoglycemia and hyperglycemia was unclear, with user behavior likely contributing through overcorrection and variable announcements. It was concluded that device function could not be confirmed as contributory and that user education on treatment of lows and meal announcement consistency was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.